Event description:
A distributor complaint was reported by rubin medical ab regarding a malfunction of a pump identified with code 12-0x2071. The pump's issue did not have a notable prior event, and it could be reset, which had already been attempted within 24 hours preceding the malfunction report. While customer¿s blood glucose level was unknown at the time of the event, there was no evidence indicating adverse impact on the blood glucose level. The pump was confirmed to be within warranty, and the customer was instructed to return it using a pre-paid label within ten days. Conducted steps included confirming customer's shipping address and providing storage mode instructions for the transport. A replacement pump was provided, but the customer declined to share the type of backup therapy they would use until the new pump's arrival.